Manufacturer narrative:
This report is a follow-up to an already existing report. The distributor of this product incorrectly has identified theirself as the manufacturer of this device and submitted report number, 2939274-2019-62136, on their behalf. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date. Patient identifier, age or date of birth, sex, weight, ethnicity, race, implant date, explant date have been left blank as this information could not be obtained in this investigation.

Event description:
It was reported to rti surgical on (B)(6) 2020 that there was a patient who underwent a revision on an unknown date due to 2 stage infection related to a previous hip surgery. It is unknown when index surgery was performed.